Event description:
A customer reported encountering a cgm error 42 with a g7 sensor. There was no adverse impact to the customer's blood glucose level. The technical support team provided the caller with complete information on resetting the pump and guided them through the process. After the reset, no further cgm error was displayed, and the customer was able to successfully start their sensor session.